Event description:
The customer reported to olympus during reprocessing of the evis exera ii duodenovideoscope, the scope bending section rubber was leaking. Upon inspection and testing of the customer returned device, foreign material was found in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness lost due to cut in bending section rubber, bending section rubber adhesive chipped, bending section rubber discolored, connecting tube buckled, connecting tube scratched, grip dirty, right/left and up/down knob dirty, suction cylinder shaved, switch 1 scratched, universal cord scratched, light guide cover glass dented, low angulation, knob play, and, distal end cover dented. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was initially presumed to have been due to improper reprocessing methods of the user - however, it was clarified via investigation that the processing methods were performed in compliance with the instructions for use (IFU). No further presumable cause could be established from the data obtained. The IFU states the following regarding the consideration of insufficient reprocessing: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.